Event description:
It was reported that there was a loss of therapeutic effect. The patient was having accidents again. The patient was on program 2 and increased the stim from 0.9 to 1.3 volts on program 2. About the week after the report, the patient had 3 or 4 accidents. The patient increased stim to 1.6 volts and could feel the stim. After follow-up with the patient's health care professional (hcp), there was a greater than 50% reduction of symptoms. The cause of the event was not determined. It was not device related. As a result, reprogramming was needed and the patient tried metamucil. The loss of therapeutic effect was sudden. The patient had not recovered and their symptoms/issues were ongoing. The patient was better than before the surgery. She had infrequent bowel movements but some leakage on occasion. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gn8u, implanted: (B)(6) 2015, product type: lead. (B)(4).